Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion due to non-union at l5-s1. Intra-op, the set screw stripped on insertion. There were no patient symptoms or complications as a result of this event.